Event description:
Information received by medtronic indicated that the insulin pump had a crack at the battery side. Troubleshooting was performed for cosmetic damage. The event involved product pump mmt-1780kpk 670g pathway black mg. No products were received for evaluation. Based on all available information, the cause or most likely cause of the event cannot be determined. Medtronic will continue to monitor product performance through its trending and monitoring program. No further investigation is required.

Manufacturer narrative:
(B)(4). Pump received with battery cap contact missing. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case, scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment. Battery cap contact missing was confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.